Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with blank display screen after exposing to moisture. The blood glucose was unknown at the time of the incident. Customer reported that, the insulin pump was in the pocket and was alarming and screen was white and could not clear alarm. Customer took out battery, and pump stopped alarming and reinserted the same battery and screen was blank. The customer stated that moisture was under screen. The customer reported that, the display is blank and the display was not blank less than 30 seconds. Customer stated that, the display is blank currently. Insert battery alarm did not display on the pump screen. Customer discontinued troubleshoot due to customer stated that, not having new battery to try in pump. Customer stated that, fog at top and bottom of screen like condensation. Customer states they see fluid under the display screen. Customer advised to replace the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. No alarming noted. Unit received with corroded motor home switch and corroded battery tube. Unit received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.